Event description:
Per the clinic, the patient experienced a wound dehiscence, with granulation, drainage and an infection at the implant incision site. Subsequently, the patient was treated with topical and oral antibiotics (date and duration not reported). However, the issue could not be resolved, and the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.